Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a case the cautery machine (valleylab) displayed an error message 196 (handswitch or monopolar 2. Footswitch cut pedal may be stuck). Cautery pedal was not stepped nor was there any pressure on it. An or nurse trainee said he encountered the same problem. This report is for the second event that was mentioned by the or trainee nurse. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a case the cautery machine (valleylab) displayed an error message 196 (hand switch or monopolar 2. Footswitch cut pedal may be stuck). Cautery pedal was not stepped nor was there any pressure on it. An or nurse trainee said he encountered the same problem. This report is for the second event that was mentioned by the or trainee nurse. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.